Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a qdot micro catheter and suffered a cardiac tamponade which required a pericardiocentesis. Pulmonary vein isolation was completed in the left atrium followed by cti line ablation in right atrium. No issues or abnormalities noted during procedure. Intracardiac echo at end of case did not show effusion. Transthoracic echo in post op 1 hour after procedure showed no effusion. The patient began dropping blood pressure over the next hour and found to have a large pericardial effusion on echo an hour later. The patient was taken for a pericardiocentesis and blood was found to be venous in origin per po2. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available.